Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency procedure. The procedure was delayed 2 min but ultimately completed as planned. The field service engineer (fse) visited onsite and confirmed that c arm is unable to perform geometry movements. Review of the logfile shows c arm unable to perform geometry movements malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the floating table was affected and no geometry movements were available. To resolve the issue, the fse replaced the amc triple drive. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system as planned since the issue is not an urgent problem, allows for the system to be utilized. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.